Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized with symptoms of low blood glucose levels. The customer's blood glucose reading at bedtime was 100 mg/dl. When the paramedics arrived to her home, the customer had symptoms of low blood glucose levels, but her reading was 178 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the bolus history, and there customer stated that there were two boluses in the history that she did not program. The reservoir volume was correct. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.